Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device has a broken shell and creases. A weight test of the device was verified the device was underweight. A microscopic analysis was performed which identified a broken striated and other nicks. Based on the device analysis the final assessment is: a striated edge in the anterior broken due to surgical damage. Nick others assessed as non-penetrating nick.

Event description:
Healthcare professional reported capsular contracture, baker grade ii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
Health professional reported a left side rupture. Device has been explanted.